Manufacturer narrative:
No patient identifier or patient demographic information was provided. Refer to (B)(4) for available details of the event. Elevated complaint investigation will be initiated this incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-95, which is the same/similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Event description:
The customer reported a falsely positive result for alinity m sars-cov-2 for one patient in comparison to another method (roche liat) which was negative. The customer noted this result was generated in 2022, with a cycle number of 38, which was reported out of the laboratory. The sample was noted to be a patient in hospital; per the customer a result with a cn higher than 35 is allowed to be discharged from the hospital. The limit of detection (lod) was explained to the customer. No further information was provided. No impact to patient management was reported.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: the customer data review for the reported false positive samples was performed. The runs which involved the discrepant result were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. There is no indication that the alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 527399 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the reported discrepant result were analyzed and did not appear abnormal. Quality data review: device history record (DHR) / batch record review: the DHR review for alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 52739 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 52739 (including the components) was performed to identify any records that were potentially related to the reported complaint. A product deficiency was not identified in this review. Complaint history review: a lot specific complaint history review was performed to identify related complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 52739. The complaint history review identified two (2) complaints related to discrepant results (false positive) for the alinity m sars-cov-2 amp kit lot 527399; both previous tickets did not identify a product deficency. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 52739 was not identified.